Manufacturer narrative:
Additional, changed, and/or corrected data: b.5, g.1, h.6.

Event description:
The device has been explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Reason for reoperation is late onset seroma. The event of late onset seroma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Physician reported right side "recurrent seroma (3 episodes) with pain and increase of breast, since about one year ago. " the device remains implanted.